Event description:
The customer reported that the ventilator shut down during use on a patient. The customer reported there was no patient harm. Review of the device diagnostic log history revealed no occurrence of a shut down during use. The manufacturer's service technician reported the ventilator would not power on and was unable to duplicate the reported event. The service technician replaced the power supply to address the finding. Performance verification testing was completed and tests passed to operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.